Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance value of <20 ohms during the delivery of a 31 joule shock for a cardioversion for atrial fibrillation. The shocking lead impedance tests (slit) before and after the cardioversion were 44 ohms. A guidant technical services consultant discussed that a maximum energy delivery yielding a shock impedance of <20 ohms indicates a shorted lead condition even though a slit is normal. It was recommended that the lead and device be replaced. Guidant received additional information that the crt-d and defibrillation lead explanted and replaced with new guidant products.